Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in his left hip on 2012 and was revised on (B)(6) 2017. It is further alleged that during the revision surgery, there was "evidence of aseptic acetabular component loosening due to incomplete bony ingrowth, as the "acetabular component was loose and easily extracted from the acetabulum."